Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of the devices logs was unable to verify the reported event.. The results of the sample analysis revealed system error 2390, which is indicative of an electrical failure, verifying the reported event, which led to replacement of the power supply and digital board. Functional and electrical testing were performed on the device. Internal and external visual inspections were performed. Full functional testing, electrical safety testing, calibration, and simulated therapy was performed with no additional defects and malfunctions found with the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a follow-up MDR will be submitted.

Event description:
It was reported that a homechoice device had an electrical issue. This occurred during use. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.